Manufacturer narrative:
An event of incomplete stent opening and complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incomplete stent opening could not be conclusively determined. The exact cause of the heart block could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was hospitalized for rhythm monitoring and a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 2993 adverse event without identified device or use problem.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted in a patient. Although the annular dimensions of the native valve were no longer available, the valve was reported to be sized appropriately. The 25mm navitor vision valve was implanted without difficulty. A post-dilatation was performed using a non-abbott device to aid in valve expansion. The length of the membranous septum was not measurable, and the patient did have a history of conduction disorders. There was calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth was noted as 3/4 deep, though in the cusp overlap view (cov), the valve¿s inflow edge was not positioned at the base of the aortic annulus, and the pigtail catheter was not confirmed at the bottom of the non-coronary cusp. On (B)(6) 2025, the patient received a permanent pacemaker was implanted due to heart block, which was not pre-planned but required post-procedure. The patient required an extra day of hospitalization for rhythm monitoring. The patient was alive and doing great at the time of report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.